Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware and software passed the system checkout. The system was found to be fully functional. No parts were replaced or returned.

Event description:
A medtronic representative reported that prior to a visualase procedure, the surgeon monitor on the navigation system began flickering. The system was on for a few hours when the issue began. The cable connections were checked and the monitor was reseated to the main cart connection with no change. The case was continued with the flickering monitor. There was no reported delay to the procedure due to this issue or impact on patient outcome.